Manufacturer narrative:
(B)(4). The analysis found that the pse60a device was received in good visual condition and with an ecr60b cartridge reload present; it was noted to be fully fired and with several b-formed staples on cartridge deck. In addition the returned reload was disassembled to verify the condition of the internal components and no anomalies were noted; no damage on deck was found. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that post-op after a gastric bypass procedure, using the device along with several reloads (ecr60g and ecr60b) also used covidien circular stapler to conduct the jg anastomosis. No issues occurred during the case. Patient began bleeding post-op. It was determined that the staple line made at the distal segment of the new gastric pouch had opened. The patient also had the distal portion (terminating end) of the jejunum remnant blown out (staple line was opened) while a diagnostic endoscopy was being performed. The surgeon brought the patient back for a second surgery to correct the staple line issues. The patient is currently in ICU on a ventilator. Device was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: rep was present in the case. Surgeon has only used powered echelon once or twice in the past. This was the first ethicon stapler case for this surgeon in quite some time as he had recently been using covidien product. No bleeding was noted during the case. An air and water leak test was done intraoperatively with no leaks noted. Rep was informed two days later that the patient had a leak. In the second procedure they found a leak at the staple line formed when they did the transactional division of the lesser curve to make the distal end of the pouch. Surgeon did not confirm if leak point included the gj anastamosis. An egd was also done in between the first and second procedure by a different doctor and during the egd the jejunal staple line was ¿blown out¿ due to too much air placed in during the egd according to dr. (B)(6). Patient was put in ICU w/ a vent after second operation. (B)(6) 2013, rep was informed the patient had passed away on (B)(6) 2013. Patient was doing better and on clear liquids and was improving, but at some point the patient sat up and got out of bed and had a massive mi. Circular stapler g-j with an intra-abdominal anvil introduction. Anastamosis is created just above the stomach staple line on the anterior side of the pouch. The anvil is not pushed through an existing gastric staple line. Unknown if a 21 or 24 or blue or green covidien circular was used. Surgeon did not mention any information regarding staple formation in the secondary procedure. What color cartridge was being used? Green used to create the pouch. What other color cartridges were used before and after this event? Blue for jejunum. Was buttressing material utilized? If so, which product? No buttressing material used. How long has the surgeon been using this device for this procedure (in years)? Third total case w/ powered. Recent conversion from covidien. Was there a recent conversion to ees devices in this account or with this surgeon? Yes. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.